Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x10 alarm occurred, indicating there was a reset caused by sawcop expiration. The pod data showed the pod was in state 15 and delivered 60 pulses, indicating the pod was activated and completed both priming sequences before deactivating. Corrosion was observed on the pcb assembly. Fluid had no issues traveling the complete fluid path and no leaks were observed. The exact cause and time of the observed corrosion could not be determined. It could not be determined if the observed corrosion contributed to the 0x10 alarm. No other errors or abnormalities were found in the pod that would cause a hazard alarm. The cause of the reported hazard alarm event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.g781vsqslhyi1. Hardware: sm-g781v. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the dexcom g7 sensor failed, causing the system to switch to manual mode. Shortly thereafter, the pod issued a hazard alarm while being worn on the leg for more than 48 hours. No impact to blood glucose levels was reported, with bg values remaining between 70 mg/dl and 120 mg/dl. Analysis of the returned device identified corrosion inside the device, with no leaks observed.